Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate (B)(4).

Event description:
The affiliate reported via email during the procedure, the electrode got clogged several times, requiring the use of manual syringe to unclogged it. However the material remained clogged. Electrode was changed and caused a delay in operating time ( no more info) no patient consequences. Additional information received via email from the affiliate on 10-6-2017. Type of procedure was shoulder arthroscopy. There was a resulting surgical delay of 5-10 min. The procedure was abled to be completed.

Event description:
The affiliate reported via email during the procedure, the electrode got clogged several times, requiring the use of manual syringe to unclogged it. However the material remained clogged. Electrode was changed and caused a delay in operating time (no more info). No patient consequences. Additional information received via email from the affiliate on 10-06-2017: type of procedure was shoulder arthroscopy. There was a resulting surgical delay of 5-10 min. The procedure was able to be completed.

Manufacturer narrative:
Product complaint # (B)(4). The device was received and evaluated. Visual inspection of the device revealed saline residue as well as procedural tissue debris at the tip. The active tip also showed visual signs of activation. The device could not be tested since the power cord has been cut off. The reported failure was suction issue therefore this device was sent to the supplier for further evaluation. The customer complaint was confirmed, and initial flow readings of 30.08ml/ min were recorded. Closer inspection of the device showed that tissue was visible inside the suction ports at the active tip of the device. Careful cleaning and removal of this debris resulted in a flow rate of 388.13ml/min, within specification. The tissue condition, force of application, user technique, suction pressure, or a combination of all may have had an influence but this cannot be confirmed. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices with this product code that were released to distribution. Further DHR was performed for the complaint device lot number and has not indicated any issues with the manufacturing process that might explain the failures observed. From this evaluation it can be concluded that the root cause for the customer complaint was tissue blockage within the distal end of the device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).